Event description:
The customer reported one of the workstation handles broke free in the users hand. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.